Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system indicating that frontal dual fluoro screen green on large display. Onsite investigation showed that the actual cause of the issue was with the video adapter. The fse replaced the video adapter. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the frontal dual fluoroscopy screen was green on the large display. The issue was found during clinical use. No harm has been reported to philips.